Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system all vectors passed, however, after implant no vectors passed. Technical services (ts) was consulted, reviewed the x ray and noted possible air entrapment, the header x ray suggested full insertion. The field representative discussed that in primary with moved he could recreate reduced amplitude. Ts noted how air in the pocket could reduce the amplitude of the signal. A smart pass disabled episode was noted. The tachycardia therapy was programmed off. Two days later ts was provided with updated session data for this patient, observed no further saturation counts increase in the last 17 hours, therefore, the most likely cause for the temporary oversensing was air entrapment. The tachycardia therapy was programmed back on and there was no further evidence of oversensing. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system all vectors passed, however, after implant no vectors passed. Technical services (ts) was consulted, reviewed the x ray and noted possible air entrapment, the header x ray suggested full insertion. The field representative discussed that in primary with moved he could recreate reduced amplitude. Ts noted how air in the pocket could reduce the amplitude of the signal. A smart pass disabled episode was noted. The tachycardia therapy was programmed off. Two days later ts was provided with updated session data for this patient, observed no further saturation counts increase in the last 17 hours, therefore, the most likely cause for the temporary oversensing was air entrapment. The tachycardia therapy was programmed back on and there was no further evidence of oversensing. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, a review of stored untreated episodes revealed t wave oversensing. Smart charge was extended. Ts recommended reviewing with physician to evaluate options. This s-ICD system remains in service. No adverse patient effects were reported.